Manufacturer narrative:
The hill-rom technician found the lift strap needed to be replaced. The periodic inspection manual for the likorall 242 lift (3en191001 rev 2.), section 10, states the following should be inspected at least annually: make sure the lift strap is not older than 5 years, according to service history. If service history not is available, the recommendation is to replace the lift strap if the lift is 5 years or older. Using the hand control, lower the strap to its maximum extension. Inspect the strap for frayed edges, heavy wrinkles or wear-through areas. Make sure the plastic cover is not damaged and the screws are properly fastened verify that the sling bar attachment is secure on strap. Make sure there are no deformities in the slingbar attachment (a). A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The technician will replace the lift strap to resolve the issue. No further information is available on the evaluation of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the lift strap broke. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).